Manufacturer narrative:
The pump was returned to animas for evaluation. The testing confirmed that there was no response to button presses on keypad for all the buttons. Unable to advance beyond verify screen because of unresponsive buttons. Product analysis performed an in-house leak test and found a keypad leak. Removed keypad cover to check condition of button contacts. Corrosion was present under the contacts of all buttons. Product analysis was unable to confirm or duplicate moisture in cartridge compartment. Examined compartment under magnification. No evidence of moisture in cartridge compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter claimed that the up/down buttons were locked and then up and down arrows were continually scrolling when pressed. The patient was wearing the pump in the pool and the pump had been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.